Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had a bent cannula and that she was hospitalized for diabetic ketoacidosis and high blood glucose. Customer did not know her blood glucose level at time of call or when she went to the hospital. She was wearing the insulin pump at the time of 911 call. Prior to that, customer was getting no delivery alerts. Customer declined to troubleshoot any issues related to pump or high blood glucose. No further information was given.